Event description:
The biomedical engineer reported that the central nurse's station (cns) was intermittently flickering and patient vitals were not visible on the display screen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's station (cns) was intermittently flickering, and patient vitals were not visible on the display screen. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the device was not returned for physical evaluation and functional analysis. This device was first installed at the facility in 10/2015. Nk tech support concluded that the issue lied with the cns as there were no other related reports with other devices. It was recommended that the device be sent in for repair. The issue was not present during the call between the customer and nk tech support. The customer stopped communicating with nka after the first call. As the device was not returned for evaluation, the root cause cannot be determined. The most likely root cause for this issue would be software corruption or hardware malfunction due to wear and tear. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: wireless telemetry transmitters: model #: ni serial #: ni approximate age of device: ni (no sn was provided, so the age of the device is unknown.) Device manufacturer date: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was intermittently flickering and patient vitals were not visible on the display screen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: wireless telemetry transmitters: model: ni, sn: ni, approximate age of device: ni (no sn was provided, so the age of the device is unknown.), device manufacturer date: ni.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was intermittently flickering and patient vitals were not visible on the display screen. No patient harm was reported.